Event description:
It was reported that the zimmer dermatome was not cutting properly. It was also reported that the unit would not take a good even sweep of the skin despite being set on the surgeon's usual thickness setting. Additional clinical follow up indicated that the surgeon stated that during the first few attempts at harvesting a graft, there was only a partial graft obtained and the dermatome bit into the pt's skin, requiring suturing. The surgeon also stated an additional graft site was harvested using an alternate device, without issue. According to the surgeon, the surgical time was increased by 30 minutes which included the additional harvest and suture repair. There was no report of any medical treatment required based upon extended surgical time.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 4 years old and was last returned to the manufacturer for repair on (B)(4) 2012. Prior to repair, the device displayed a control bar that was set well below the master blade and was outside of calibration at the zero thickness setting. The control bar of the unit not being flush most likely caused the customer's event. The control bar out of position most likely was caused by improper handling. The device was serviced and returned to the customer.